Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 24 mmol/l with extreme drowsiness, increased thirst and urination, and unspecified ketones associated with inaccurate delivery. The reporter indicated that the pump settings were programmed correctly, the basal history matched the basal program, the total daily dose correctly reflected the basal rates, the bolus history recorded boluses as programmed, and the bolus totals were reflected correctly in the pump total daily dose. This report is made based on the allegation that the patient experienced hyperglycemia associated with inaccurate insulin delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/03/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.